Manufacturer narrative:
The field service engineer (fse) found a leak at retic shear valve, but could not determine the specific cause of the leak. During troubleshooting the fse observed diluent around the ram (random access module). The fse replaced defective ram resolving the leak. Failure mode is related to defective random access module. (B)(4).

Event description:
The customer reported a leak of approximately 10 ml in volume from the front side of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.